Event description:
It was reported that the patient presented for a follow up in clinic. It was noted that at the last follow in june, 2022 the remaining longevity estimate was about 2 years but after 8 months the pacemaker seemed to have reached end of life (eol). Premature battery depletion was suspected by the physician, though the device was implanted for 15 years. The physician was concerned managing and following up the patient may be difficult due to the change in battery longevity. The pacemaker was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of ¿premature discharge of battery¿ couldn¿t be confirmed. The device was at end of service and not able to be interrogated when it was received. The device image could not be saved due to low battery voltage from normal usage. Analysis performed after installing a known good battery and did not find any anomalies. Further evaluation under various pulse amplitudes measured current levels within normal range, and no indication of premature depletion was noted. The implant duration exceeded the device¿s projected longevity and is considered normal battery depletion.